Event description:
It was reported that the patient underwent a primary repair of a left indirect inguinal hernia on (B)(6) 2009 and mesh was implanted. The hernia was repaired with open lichtenstein procedure and was described as large, greater than 3 cm. Approximately 12 months ago, the patient noted a bulge in the left groin. On (B)(6) 2015, the patient was examined and found to have a recurrent hernia. The patient has gained some weight since the 2009 repair and the physician opined this is a contributing factor. The physician opines that the recurrent hernia is mild intensity, moderately large and feels like an indirect recurrence, keyhole, but cannot be certain on exam. There was no closure of the defect and the patient does not want to proceed with a repair presently. The mesh remains implanted. The current patient status is stable with minimal symptoms.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.